Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller experienced an issue with the purge door, as the purge door would not open when the clinical team attempted to access it. No information was provided regarding whether a patient was being supported at the time of the event or whether any additional corrective actions were taken. The event was characterized as a reportable malfunction.

Manufacturer narrative:
The cause of the inability to open the purge door on ic7963 was determined to be contamination.